Event description:
Patient was being supported with veno-venous extracorporeal membrane oxygenation (vv ECMO) and was cannulated with a medtronic 13fr mc3 cannula. The patient developed a pericardial effusion which required a pericardial drain. The medtronic mc3 cannula contributed to the development of the pericardial effusion.

Event description:
Patient was being supported with veno-venous extracorporeal membrane oxygenation (vv ECMO) and was cannulated with a medtronic 13fr mc3 cannula. The patient developed a pericardial effusion which required a pericardial drain. The medtronic mc3 cannula contributed to the development of the pericardial effusion.